Event description:
It was reported that a patient experienced cloudy effluent and abdominal pain coincident with peritoneal dialysis therapy. The cause of the event was unknown. The patient was not hospitalized for the event. The patient was treated with unspecified antibiotics (medication, dosage, route, frequency, and duration not reported) for the event. Treatment was reported to have been completed. Action taken with dianeal therapy was not reported. At the time of this report, it was unknown if the patient was recovering from the event. Additional information was requested, but is not available at this time.

Manufacturer narrative:
(B)(4). This report involves a patient who experienced cloudy effluent and abdominal pain in the context of peritoneal dialysis. While there was no peritonitis reported, it is currently unable to be ruled out as a cause for the reported symptoms. The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.